Event description:
Info was received that reported a pt was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. Per the rptr, the pt had been dealing with high blood glucose for 24 hours prior to the hospitalization. He was brought to the hospital and admitted with a blood glucose of >300 mg/dl and high ketones. He was treated with insulin and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.